Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified. Deflation: not observed, it cannot be seen according to the condition of the photograph. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, d6b, d9, h3,h6.

Event description:
Healthcare provider reported a left implant deflation and hole in valve. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left implant deflation. The device remains implanted.

Event description:
Healthcare provider reported a left implant deflation and hole in valve. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on march 11, 2025, with lot number 2411215. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as surgical damage and observed cracked valve seat diaphragm valve. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a left implant deflation and hole in valve. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 2/5/2025.